Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that while using the universal oscillating saw attachment the device stopped suddenly and didn't restart. The oscillating saw attachment appeared to be jammed. It was observed that there were rust traces and the central axe seems to be displayed from the center axes. The surgical was to be finished with a concurrent saw. There was no pt harm; however, there was a delay in surgery by an unspecific amount of time. The procedure was completed with an alternate device.